Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso® nav eco variable catheter and the deflection was stuck. The puller wire broke as it was stuck in a deflection. The device was visually inspected, and it was found in good condition. Then, deflection and contraction testing were performed, and it was found within specifications and the catheter was deflecting correctly. The catheter was observed under the x ray machine and it was observed in good condition. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 6/10/2019. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30182585l number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) procedure with a lasso® nav eco variable catheter and the deflection was stuck. The puller wire broke as it was stuck in a d deflection. The catheter was replaced and the issue resolved. No patient consequences were reported. The deflection being stuck was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation and on june 10, 2019 noted that the catheter was returned in a neutral position. The catheter being in a neutral position is not reportable.